Manufacturer narrative:
Other: UDI (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ part mfg date: 22 september 2015. Part exp. Date: 2025-08-31. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision of femur was performed due to loss of reduction, which required hardware removal of a long trochanteric fixation nail advance (tfna) nail and had to be replaced with 95 degree blade plate. Revision surgery was completed successfully without any surgical delay and without any medical intervention required. Patient status/outcome reported as fine. This is report 2 of 3 for (B)(4).